Event description:
It was reported to Hamilton Medical AG, that: An intubated post-arrest patient became increasingly hypoxic whilst on a HAMILTON-T1 Ventilator (PN 161006 / SN (b)(6)). The Ventilator had 'Low O2' alarms. No loss of output. Patient involvement with medical intervention (patient was manually bagged via BVM and transferred to a new Ventilator when satisfactory oxygen saturations were obtained) was reported. The oxygen level was stable on the new Ventilator. Patient impact in the form of the patient becoming increasingly hypoxic was reported.

Manufacturer narrative:
HMAG internal reference number: (b)(4).Investigation is ongoing.